Event description:
It was reported to boston scientific corporation that a spyscope access and delivery catheter was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to remove a large stone on (B)(6) 2013. According to the complainant, during the procedure, the spyscope pushed through the wall of the bile duct. The procedure was abandoned and the patient was sent to surgery. The preoperative diagnoses were right pneumothorax, pneumomediastinum and free introabdominal air. The patient underwent an exploratory laparotomy. The patient had esophagogastroduodenoscopy (egd) done during surgery to evaluate the duodenal injury. A bronchoscopy was performed to check for aspiration, but the patient's lungs had cleared. Postoperative diagnoses were right pneumothorax and perforated duodenum at the second/third portion of the retroperitoneal location. The patient was on a vent and chest tube. The patient was reported to have recovered ok. The total time in the hospital is unknown, but was discharged sometime prior to (B)(6) 2013. The patient's condition has been described as ok.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.